Manufacturer narrative:
The ventilator generated a technical error code during ventilation indicating a power related alarm. Our field service engineer (fse) investigated the ventilator on site. The dc/dc & battery control printed circuit board (pcb) was replaced to solve the issue and returned for technical investigation. The provided logs confirm the reported issue. Simulated test use in a ventilator of the returned dc/dc & battery control pcb could not reproduce the reported issue. The pre-use check was performed without issue and ventilation was run for over 48 hours without deviation. The ventilator passed another puc after the ventilation. The reported error could not be reproduced and therefore the root cause could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #, d4 ¿ unique identifier (UDI) #: was required. D1 - brand name: - previous brand name: servo-air, - corrected brand name: base unit, servo-air. D4 - version or model #: - previous version or model #: servo-air, - corrected version or model #: 6882000. D4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing. - corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).